Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing or shortness of breath and pneumonia. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia, difficulty breathing, short breath related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed mineral deposits likely due to liquid ingress on both sides of blower, on the inside bottom of the and outside of blower box, inside of blower seal, bottom of the enclosure, inlet on blower box, ui knob, flip door and rear panel. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found six error codes. The manufacturer concludes that they were not able to directly address the patients' symptoms and there was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.